Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and the pump was subsequently explanted. It is noted that the patient has aggressive ovarian cancer and experienced no pain relief although there were dose increases. It is currently unknown if related to pump therapy.

Manufacturer narrative:
(B)(4). The evaluation of the pump determined that the device primed and flowed within specification.